Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-07579 and 3006705815-2023-07580. It was reported that the patient's leads migrated and the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced and the ipg was repositioned to address the issues.